Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h1, h2, h3, h6 codes(investigation types, conclusion, findings), h11. Intra-aortic balloon pump (iabp) has blood inside, there was a horrible screeching noise. Patient involvement unknown and harm unknown. A getinge field service engineer (fse) stated the hospital has not accepted the provided quote and will be disposing of the machine.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working. There was a horrible screeching noise and the hospital have found blood inside the balloon pump.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).